Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom of incontinence is a known risk associated with implants of these devices as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced a gradual increase in incontinence with an artificial urinary sphincter (aus) for the past two years. The patient reached out regarding the concerns and was pointed to his urologist. However, the implanting physician has since retired; therefore, the patient needed to look for a different doctor. No additional information was reported.